Manufacturer narrative:
The device was returned to the distributor and evaluated; it turned on, charged, and was recognized by the computer. No device issues were confirmed as the pump was observed to be functioning as intended. Alleged issue did not cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803.

Event description:
It was reported that the pump battery was unresponsive. There was no reported adverse impact to the customer's blood glucose level. No further information was provided.